Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure four days prior. According to the complainant, during procedure prepping, a leak was observed with one of the prolieve system's balloons. Unable to clearly identify which balloon was leaking, the physician utilized another prolieve thermodilatation kit to successfully complete the procedure. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."